Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer septal occluder was chosen for an atrial septal defect (asd) procedure using an unknown delivery system. During deployment, the left atrial disc was deformed into a cobra shape and the physician retracted the device back and redeployed. But the left atrial (la) and right atrial (ra) disc had the same deformation. They used left upper pulmonary vein technique (lupv). The deformed device was never released from the delivery cable while inside the patient. The device was removed. A new unknown size device was selected and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.